Event description:
The customer contact reported that the pump did not sound an audible alarm tone on the low volume setting during an alarm condition. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.